Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion test and self-test. No black screen noted during testing. The insulin pump functioned properly. The insulin pump scratched lcd display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received an alert. The customer reported that the screen was completely blank. The customer's blood glucose was 474 mg/dl at the time of incident. The customer's blood glucose was 167 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.